Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The nurse reported that the adhesive of the dressing melted and was difficult to remove after the patient applied the dressing. The patient's temperature was normal and did not have a fever. The dressing was used to secure the catheter. The skin preparation included wiping the application site with saline before applying the dressing while the baby was placed in an incubator. The dressing was used for about 3 days. There was no adhesive remover used and there was no leak in the catheter. Some skin peeled off with the dressing when the dressing was removed. A photograph depicting the issue was received from the complainant.